Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display became unresponsive and showed black and white lines, consistent with a screen malfunction that impeded device interaction. Symptoms included no reported adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included replacement of the ilet and provision of instructions to shut down the device, return the original unit with a shipping label, and complete startup on the replacement device, with advice to continue cgm monitoring via the dexcom app or receiver. Investigation included remote troubleshooting and logistical assessment for device replacement and inspection of the returned device. Investigation of this device revealed a display failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device display hardware failure.